Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient underwent a dye study, rotor/roller study, checked logs, x-rays and an MRI. The catheter was removed, as it migrated down to l1 and was causing the patient's urinary incontinence, foot drop and pain. The catheter was replaced with a new catheter and was placed at the level the original catheter was placed (t8). The patient's symptoms resolved within one week. No segments were left in the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was having bowel/bladder problems post-pump implant. The patient had the pump for a few years. The catheter tip was at l1 and the physician ruled out a granuloma. It was later reported the catheter migrated from around t8/t10 to l1. This was confirmed via fluoroscopic imaging, MRI, and computed tomography (CT) myelogram. There were no issues during implant with the placement or using the anchor. The patient was getting effective pain therapy, but had bowel urinary symptoms because the catheter tip was stimulating sacrally. The patient was having a revision on (B)(6). Follow up was scheduled the week of (B)(6) for outcome and effectiveness of therapy. The surgical plan was to advance the existing catheter back to the t8/t10 region. The pump was being used to deliver fentanyl, bupivacaine, and dilaudid.